Event description:
It was reported that the patient presented in-clinic for magnetic resonance imaging (MRI) scan. After the MRI scan, the implantable cardioverter defibrillator was found in the back up mode. The device went into backup mode due to setting up the device manually for the MRI and not through the MRI setup screen on the device. Programming changes were made on the device. No patient consequences.

Manufacturer narrative:
The reported event of the device entering back-up mode was confirmed. It was confirmed that (magnetic resonance imaging) MRI settings were not enabled, resulting in the device entering back-up mode. Per specifications, if MRI settings are not enabled prior to MRI, the device will enter back-up mode. The device performed as specified.